Manufacturer narrative:
The difficult-to-position and stretched helix allegations were confirmed based on field report and the visual inspection of a deformed coils and a stretched helix.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty. When the physician pulled this lead back, the helical screw was stretched out and would not fixate. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to placement difficulty. When the physician pulled this lead back, the helical screw was stretched out and would not fixate. This lead was never in service. No adverse patient effects were reported.